Event description:
Echelon stapler was handed to surgeon for use, but continued to jam and not complete action. Echelon staplers have use up to 12 staple reloads; jamming occurred after use of 3 staple reloads. Stapler was removed from surgical field and service and a new stapler was opened. FDA safety report ID # (B)(4).